Event description:
The initial reporter alleged discrepant reactive results for one patient sample tested in duplicate using the hiv duo elecsys e2g 300 assay on the cobas e 801 module. The initial results from (B)(6) 2021 were 40.5 coi, 40.9 coi, and 41.3 coi, all of which were reactive. Additional results from (B)(6) 2021 were 43.6 coi, 33.9 coi, and 34.2 coi, all of which were also reactive. Further testing of the same sample using other hiv assays, including the hiv 1/2 ag-ab clia liaison xl, hiv 1/2 western blot mp diagnostics, and hiv 1/2 ag-ab eia biorad genscreen ultra, yielded non-reactive or negative results.

Manufacturer narrative:
The reported event occurred on a cobas e 801 analyzer (serial number: (B)(6). The investigation determined that the elecsys hiv duo assay reagent performed within specifications. A review of quality control data confirmed that all results were within expected ranges. Instrument alarm traces did not indicate any issues related to the reported event. Testing of the patient sample revealed reactivity with monoclonal antibodies used in the hivag detection module of the elecsys hiv duo assay. Confirmatory testing with the elecsys hiv ag confirmatory test determined the result to be false reactive. The investigation was limited by the receipt of a thawed patient sample with low volume, which required dilution for further testing. The root cause was attributed to a false reactive result, which is a known limitation of the assay as described in the product's method sheet. The device remains in operation at the customer site.